Manufacturer narrative:
E1: patient city: (B)(6) patient country: czech republic h11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in czech republic it was reported that the patient faced an event of infusion set needle break on (B)(6)2024. The fractured occured on insertion. The infusion set had been used for one day . No further information was available.